Event description:
Gallbladder surgery. It was noticed afterward that j-hook (gk383r used with handle gk372r) was missing. X-rays confirmed piece was in patient. Resurgery was performed the next day and j-hook was removed. Used fluoroscopy to identify part. Patient was admitted for observation. Patient is fine.